Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device handpiece had a damaged component - cable/cord/wiring. It was also noted that the device had liquid damage, the motor and control were defective, too little power, too noisy and the machine was hot. It was also noted that the device failed pre-test for motor thermistor assessment, safety assessment and handpiece temperature assessment. It was noted in the service order that the device was displaying an e9 error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.